Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump was unable to prime. The insulin pump alarmed for no delivery. The blood glucose reading was 270 mg/dl. The customer was advised to disconnect and reconnect the tubing and reservoir and to manually push insulin through the tubing. The insulin did not exit. The customer was advised to assemble a new infusion set with the same reservoir and insulin did not exit. The customer was advised to try a new reservoir with the current set and manually push insulin and the customer reported that the insulin pump did not alarm. The customer was advised that the reservoir would be replaced and agreed to return the product for analysis.